Event description:
On (B)(6) 2014, the reporter contacted lifescan (B)(4), alleging does not turn on. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 ¿ the patient¿s meter has been returned on 5/28/2015 and evaluated by lifescan product analysis on 6/8/2015 with the following findings: the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
On (B)(6) 2014 the lay user/patient contacted lifescan (B)(4), alleging that their onetouch ping enhanced meter was not powering on. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that the alleged meter power issue began on (B)(6) 2014 around breakfast time. The patient manages their diabetes using an insulin pump. In response to the meter issue the patient took 4 units of novorapid insulin at breakfast time, and also missed lunch as they did not want to eat not knowing their blood glucose reading. The patient reported feeling ¿more sleepy than usual¿ in the afternoon, several hours after the alleged issue began. The patient did not specify what treatment (if any) was received in response these symptoms. At the time of troubleshooting, the csr noted that the batteries were not needing to be replaced, the correct test strips were being used. The csr was unable to resolve the issue, and replacement products were sent to the patient. There is no indication that the subject meter caused or contributed to a serious injury. The patient did not develop symptoms suggestive of severe hypoglycemia or hyperglycemia, nor receive medical intervention for either of these conditions. However, this complaint is being reported as a malfunction because the alleged meter/product issue remained unresolved at the time of troubleshooting.